Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine generator change. Upon device interrogation, stored episodes over-sensed noise resulted in inappropriate automatic mode switch was exhibited by the right atrial lead. During the procedure the physician noted that the connector pin appeared to not be fully inserted. The lead was tested and evaluated under fluoroscopy, and no other anomalies were found. The lead was successfully connected to the new device. There were no patient consequences.